Manufacturer narrative:
This ipg serial number was included field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12060. Note the patient rec'd two extensions from the same lot number. It was reported the patient experienced a sharp pain at the ipg site regardless if stimulation is on or off, following a surgical procedure to relocate the scs ipg, reference 1627487-2014-02014. It was noted the extensions had pulled out of the ipg, so the physician replaced them with longer extensions. The physician was concerned about possible fluid intrusion into the ipg so the physician explanted and replaced the ipg.